Event description:
In a literature article, it was reported that one eye was excluded from the analysis because during an intraocular lens (iol) implant surgery, the iol was implanted in the ciliary sulcus due to a posterior or capsule rupture. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. Lit ref: ugo de sanctis, francesco damiani, luca brusasco, federico grignolo. Refractive error after cataract surgery combined with descemet stripping automated endothelial keratoplasty. Am j ophthalmol 2013; 156:254-259. (B)(4).